Event description:
It was reported that an asymptomatic patient presented for generator change out. Externalized conductors were noted on the riata lead under fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced. The patient will be followed normally.